Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was poor separator movement. This event occurred 100 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the clots from the samples are staying in the stoppers."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor serum sample quality was observed. To further investigate, retention samples from bd inventory were evaluated by visual examination and the issue of poor serum sample quality was not observed. The reported extended time (48 hours) post collection centrifugation is considered an off-label use of the bd serum tube. Our IFU (instructions for use) indicate the separation of serum from cells should be performed within 2 hours of collection. A review of specimen handling and processing procedures is recommended. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. On jul. 20, 2021, a complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. This complaint has been confirmed for the indicated failure mode poor serum sample quality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was poor separator movement. This event occurred 100 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the clots from the samples are staying in the stoppers."